Event description:
Boston scientific received information that this device had declared elective replacement indicator (eri) two months ago due to a charge time greater than 17.9 seconds. The caller was inquiring as to how much battery life is remaining. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. No adverse patient effects were reported. According to our records, the device remains implanted. This product issue will be updated if additional information is received.